Manufacturer narrative:
The patient sample was received for investigation.

Event description:
The initial reporter received questionable elecsys ft4 iii assay, elecsys ft3 iii and elecsys ft3 iii ver.2, and elecsys anti-tshr immunoassay ver. 2 results for one patient sample tested on the customer's cobas e411 rack with serial number (B)(4), the investigation site's cobas 8000 e 411 module with serial number (B)(4). This MDR is for the ft3 iii v2 assay. Refer to: medwatch with patient identifier (B)(6) for the ft3 iii assay. Medwatch with patient identifier (B)(6) for the anti-tshr assay. Medwatch with patient identifier (B)(6) for the ft4 iii assay. The initial result was not reported outside of the laboratory. The reporter suspected non-specific interference in the roche thyroid assays. The patient sample was sent to the investigation site and an outsourced laboratory that uses a fujirebio lumipulse analyzer. The ft3 iii v2 reagent lot used in the customer site's e 411 and its expiration date were requested but not provided. The ft3 iii v2 reagent lot used in the investigator site's e 411 is 567499 with an expiration date of 30-nov-2022. Refer to the attachment in the medwatch for the highlighted questionable results.

Manufacturer narrative:
The patient sample was received for investigation. The investigation confirmed the high ft4 and ft3 and anti-tshr results obtained by the customer. The results of the different test versions were comparable. The ft4 iii and ft4 IV concentration values were both above the reference range but these values clearly showed differences. The investigation determined an interfering factor against ruthenium (ru) label in the ft3 and ft4 assays. The same interfering factor most likely also caused the falsely elevated value of the anti-tshr assay. A combination of an interfering factor against ft3 antibody/idiotype was also observed in the patient sample. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to test specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The investigation did not identify a product problem.